Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email from; (B)(6)- perioperative services manger - (B)(6) hospital: we had a particular issue on the 27th of august and details are below 2 loan trays that were required for surgery had marks on the liner that sits under the base of the instrument tray. The stain on the liner was tested via a hemo-check and it tested positive for blood. The trays were removed and not used on the patient. The trays were; sigma femoral prep tray (unknown_jrn). Lps tibial trial tray (unk knee tibial tray). We are wanting to draw your attention to this matter as a concern for patient safety. In the bigger picture, the design of some of the trays does not adequately allow for ease of cleaning and processing. My concern is that blood may be trapped in the joins and rivets of any loan or consignment tray and may come out only during the sterilisation phase due to the temperature and pressure applied by the steriliser. The other difficulty we face in this investigation, is that not all of your instruments can be decanted into other metal or plastic trays. It is difficult to keep track of the instruments in a decanted set up as they are held safe and supported in the present trays. Going forward I would like to know your thoughts on the age and appropriateness of the loan trays provided and whether they need to be exchanged for new trays. Can you please respond with a plan from your team as to how this can be addressed?

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.